Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient sent photos of a small wound associated with their extravascular (ev) lead subxiphoid incision. The wound started to open, and the patient experienced a recurrence of a superficial subxiphoid incisional infection. The patient was hospitalized, treated with intravenous (IV) and oral antibiotics, and a wound revision was performed under deep sedation including circulatory support. An incision was made in the area of the old scar. It was made widely around a very large keloid area. The keloid was resected down to the deeper layers, and a fistulous tract was identified which reached down to the sleeve. Of note, an antibacterial absorbable envelope had been placed around the sleeve five months earlier. It was noted that the sleeve appeared to be the cause of the chronic irritation in the subcutaneous/cutaneous area. It was removed and replaced with a thinner sleeve. The generator pocket was not revised. It was further reported that two weeks after the revision, an ev implantable cardioverter defibrillator (ICD) system infection/deep incisional surgical site infection was reported. The patient sent photos of the aggregate pouch which looked infected and perforated. Additionally, an allergic reaction was indicated. The patient was treated with additional anti biotics, and the ev ICD system was explanted. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that impaired wound healing and redness were noted prior to revision. During the hospital stay, the wound over the former generator pocket initially showed slight oozing. At the time of discharge, however, the wound was dry and unremarkable. Furthermore, due to detection of staphylococcus epidermidis, a prolonged antibiotic therapy according to the antibiogram was administered with oral cotrimoxazole. The patient was fitted for a lifevest for temporary cardiac protection.